Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) e-pro: lot# 11886209 was manufactured from may 19, 2022 and was assigned an expiration of may 2025. Erkodur: lot# 50019302 was manufactured from november 22, 2022 and was assigned an expiration of november 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) part: lot# dr75-otbw-23 was manufactured from october 10, 2022 and has no expiration date. Kit: lot# pkt75k-otpc-23 was manufactured from february 16, 2023 and has no expiration date. Lot# pkt75k-otcg-23 was manufactured from february 16, 2023 and has no expiration date. Supplier (garreco) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) acrylic: lot# 940122 was manufactured from january 2022 and was assigned an expiration of january 2027. Supplier (keystone) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) monomer: lot#mc8891 was manufactured from february 23, 2022 and was assigned an expiration of february 22, 2025. Supplier (chesapeake medical) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) bite button: lot# 522-1299 was manufactured from may 12, 2022 and has no expiration date. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed.

Event description:
Received an email on (B)(6) 2023 from the thermoform group regarding a new complaint. It was reported that the patient had a reaction to the dream tap that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it was reported that the patient experienced swelling of the tongue, gums. It was worn for about a week (exact dates unknown). The symptoms went away after the device was discontinued (exact dates unknown). There is a known allergy of penicillin.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable this complaint will be kept on record for track and trending purposes.